Manufacturer narrative:
A ge healthcare service representative performed a checkout of the system and confirmed the reported issue. The carrier com express board was replaced to resolve the issue. Patient information could not be obtained due to country privacy laws. Medical device unique identifier: (B)(4). The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws. (B)(4).

Event description:
The hospital reported loss of mechanical ventilation during a case. The unit was restarted and case resumed. There was no patient injury.